Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device was able to fire; however, the reload did not cut the tissue. In addition, the reload was difficult to unload from the handle.